Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation on lead was confirmed based on visual inspection of lead body twistedor curled, wrinkled and coil offset or ripple several places between 16-36 centimeters from terminal pin. This type of damage would block passage of a stylet insertion.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to product performance anomaly. This rv lead was never in service. No adverse patient effects were reported.